Event description:
A request has been made for information concerning an incident in which a pt expired.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted after philips obtains more information concerning this event.